Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings:the keypad cover is torn between ok and down buttons. All of the keypad buttons respond normally. Evaluation revealed that there no contamination under contacts. The display is dim/fading/reddish. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim/fading/reddish. This report is made based on results of investigation completed on 08/20/2014.